Event description:
Boston scientific received information that the patient with this pacemaker went to the hospital after experiencing shortness of breath. A surface electrocardiogram was taken and revealed the device was pacing at 50 beats per minute (bpm) in the ventricle and no atrial activity was observed. The patient was dismissed and then went to a normal follow up visit several weeks later. Interrogation of the device showed that the device had reached end of life (eol) around the time the patient experienced the shortness of breath. At the last patient follow up in (B)(6) 2010, the device had an estimated longevity of 2.4 years and a magnet rate of 100. No programming changes were made during this follow up and the patient was scheduled to be seen in one year. Premature battery depletion was suspected. This pacemaker was explanted and will be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Once the device has been returned and analysis completed, this report will be updated.

Event description:
The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.